Event description:
It was reported the stylus does not synchronize with screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touchscreen was found out of specifications. Analysis also found the power bay assembly was broken. It was noted the stylus was missing and errors were found in the programmer update history.

Manufacturer narrative:
Corrected information:no eval explain code. If information is provided in the future, a supplemental report will be issued.